Event description:
The end user's wife reported that he has redness to peristomal skin under the mass. The redness is 360 degrees around the stoma.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife stated that the redness began approximately three (3) months ago when they started using torbot adhesive glue. She stated that she cleans his skin with water. The end user's wife was instructed on caring for his skin by using warm water, soap, rinsing and to then pat the skin dry. She was instructed on crusting with the use of stomahesive powder and the protective barrier wipes; along with the use of eakin cohesive seals. She was also instructed to discontinue the use of the torbot adhesive glue. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisement and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on 11/13/2013.